Event description:
The patient was receiving dilaudid/bupivicaine 50 mg/ml @ 20 mg/day via the drug delivery system. The patient was experiencing increased pain so the dose was increased to 35 mg/day. The patient was "feverish and vomiting." The drug was aspirated from the pump and it was noted that the actual pump volume was 15 ccs; 5 ccs was expected. The pump was implanted in 2001. It is unknown if alarms were sounding. A roller study and dye study were performed, revealing a kinked catheter. The patient has been given oral medication until the pump and catheter are replaced in the near future.